Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16 mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found damage to the distal section of the stent with stent struts from the 1st and 2nd distal stent strut rows lifted and pulled in all directions. The undamaged crimped stent outer diameter was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination visual and via scope found no issues with the tip. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damaged occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 16mm synergy drug-eluting stent was advanced but failed to cross. After multiple attempts, the device was withdrawn and it wasn oted that the stent was flared the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.